Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information are in process. If additional information is received a supplemental MDR will be submitted. Based on the information received the cause remains indeterminable; however, patient factors and progression of valvular disease may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 21mm aortic valve implanted for 14 years, three months, underwent transcatheter valve-in-valve procedure due to high gradient. Patient had an aortic mean gradient of 52 mmhg. A 23mm transcatheter valve was implanted inside the failing 21mm valve. Patient was reported to have done well.